Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that the blood came out from the subject device at the next day when the subject device had been used and reprocessed with the cleaning brush and a non-olympus automated endoscope reprocessor, soluscope, then put into the drying cabinet. It was not provided other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation,, but was returned to olympus australia (oaz). During the incoming inspection, oaz found no air leak from the instrument channel, adhesive detachment at the of bending rubber, insufficient bending angle, and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to insufficient reprocessing due to accidental inadequate reprocessing or the device damages.